Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture and high out of range pace impedance measurements. This lead was reprogrammed to a different vector. Further evaluation will be determined at the next follow up. This lead remains in service. No adverse patient effects were reported.